Event description:
Procedure: lap chole. According to the reporter: the plastic tip part of the device came off when the nurse tried adjusting the angle of the jaws. The tip did not fall into the patient's cavity. Also, the device would not activate properly. The device was replaced with another. Operation time was not extended . There was no bleeding and/or tissue resection.

Manufacturer narrative:
(B)(4).